Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As the lot # 16111272m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Bwi concomitant products used: product name: carto® 3 system, us catalog: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator. Us catalog: s7001. Serial #: (B)(4). Product name: coolflow® irrigation pump. Us catalog: cfp002. Serail #: (B)(4). Product name: mobicath¿ bi-directional guiding sheath. Us catalog: unknown. Lot #: unknown. Product name: acunav ultrasound catheter. Us catalog: unknown. Lot #: unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. The patient required extended hospital stay and a pericardiocentesis with drain in place for 2 days, approximately 900-1000 ml serosanguinous. The patient fully recovered. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related due to patient¿s heart anatomy that was rotated and difficult to navigate.